Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Samples from the patient could not be provided for investigation.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results on approximately 17 samples collected from the same patient and tested with the elecsys pth immunoassay at six different sites on unknown analyzers. The reporter alleged the values are very low and is concerned the sample may contain an interfering factor to a component of the pth assay. It was asked but it is not known if any incorrect results were reported outside of the laboratory. The units of measure for the pth results were requested, but not provided.